Event description:
On (B)(6) 2012, the pt underwent treatment for an abdominal aortic aneurysm, and the physician felt resistance when attempting to remove the 18 fr gore dryseal sheath. The physician halted withdrawal of the sheath, and an occlusion balloon was inflated from the opposite side just above the aortic bifurcation. Sheath withdrawal was resumed, and the external iliac artery (eia) ruptured. The rupture extended distally from the iliac bifurcation, with approximately 4.5 cm of the eia coming off attached to the sheath. The physician repaired the rupture with two stent-grafts and a surgical graft. A blood transfusion was also required, and the pt was okay post-operatively.

Manufacturer narrative:
Results - the manufacturing records review verified that the lot met all pre-release specifications. The outer diameter of an 18 fr gore dryseal sheath is 6.8 mm, as compared to the minimum access vessel diameter of 6 mm. The IFU states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size is required to ensure successful sheath introduction and subsequent withdrawal. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the pt may result.